Event description:
It was reported that a shaft break occurred. During preparation and while outside the patient, a 10mm x 2.50mm wolverine balloon shaft break occurred. It was noted that the catheter was broken in the middle. The procedure was successfully completed with another balloon device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During preparation and while outside the patient, a 10mm x 2.50mm wolverine balloon shaft break occurred. It was noted that the catheter was broken in the middle. The procedure was successfully completed with another balloon device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 10mm x 2.50mm wolverine catheter was returned for analysis. The device was returned with its balloon protector removed. A visual examination identified that the balloon folds were tightly wrapped and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Blood was visible inside the inner of the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found multiple kinks present on the hypotube of the device. A complete shaft break at 73 cm distal to the strain relief. Blood was visible within the hub of the device.